Manufacturer narrative:
H10: the device was returned for evaluation. A visual inspection with the unaided eye was performed and no issues were noted. System level test was performed with no issue obaserved. The device was installed onto a compounder for testing. The sample was evaluated by attaching a lipid solution to ports 1 through 23 and sterile water to port 24 for testing. The valve set was then analyzed at various points throughout the prime and verify process and pump calibration process. A leak was not verified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked in the extra large bore male connector. This was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name e1: initial reporter last name e1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.